Event description:
The patient contacted animas on (B)(6) 2014 reporting that every morning over the past month their blood glucose (bg) readings have been lower than usual stating that none were that severe except for one issue. The patient stated that a family member noticed they were having a seizure and they checked their bg level and it was at 37mg/dl. The patient was treated by the family member with glucagon and their bg was back to target within 15 minutes. The patient stated that they noticed 36 hours ago that the am/pm was reversed on their pump. The patient stated that on several occasions they attempted to correct the time and could not get am/pm to change. The patient then changed the time to 24 hour mode and corrected it this way. The patient stated that the reason for lower than usual bg was due to am/pm reversal. This report is being made due to the hypoglycemic event the patient experienced due to an alleged time/date issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: investigators were unable to verify a time/date reset to the default setting in the black box. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display screen is discolored with a pinkish contrast. A crack at case seal of battery compartment was observed. The returned battery cap was able to fully tighten to the pump and was used to complete all testing.